Event description:
A xience v coronary stent was being advanced in the distal lad. There were difficulties regarding advancement so the stent was removed. When the xience v was removed, it was inspected and it was noted that the stent was lost. The physician panned all coronary arteries closely and did not see any evidence of the non-deployed stent in the coronary arteries. The guide catheter used for the case was also examined using fluoroscopy and cine - no evidence of the stent in the guide catheter.